Manufacturer narrative:
Of the 2 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to damage to the battery compartment. During investigation for unrelated allegations, there were 8 instances of battery compartment damage. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the 2020 model pump experienced a battery compartment issue. These reports were received from various sources. The patients associated with this allegation were 55 years of age and 227 pounds. Of the reported patients, 1 was male and 1 was unknown.